Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items. The returned sample was visually inspected and was found to be non-conforming with the needle bent and clear foreign material on the needle, under the port. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation; the inner cutter was observed to be broken in the port. The cut functionality of the probe could not be tested due to the actuation failure and the broken cutter. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent and gouge marks were observed at several locations along the inner cutter. Orange/brown foreign material was observed on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The reported cut failure was unable to be confirmed due to the observed actuation failure. A cause of the observed actuation failure is the broken port of the inner cutter. The tip of the cutter was broken off which caused part of the cutter to be missing and, therefore, not present in the port of the needle when the cutter was actuated. The cut functionality of the returned probe was unable to be tested; however, the observed actuation failure and broken inner cutter would have led to the reported cut failure. The exact root cause for the broken port of the inner cutter cannot be determined from the evaluation performed. A secondary contributing factor of the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported cut failure could not be confirmed and an exact root cause for the broken inner cutter and bent needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cutting failure of the probe occurred and it stopped cutting during surgery. The surgery was completed after replacing the product with another one. There was no patient harm. The procedure type was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).